Manufacturer narrative:
The manufacturer had previously reported a failure of the units internal battery. The unit was evaluated at the manufacturers service center and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.